Event description:
The device was returned to the svc ctr with a report from the customer contact that the front bezel and battery need to be replaced. This does not indicate a reportable malfunction. However, during testing at the svc ctr, the device touchscreen was found not to respond when pressed.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all info known by the reporter upon query by hospital personnel.